Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, anaemia and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2015, she implanted essure ((discrepancy noted as per ppf). She received treatment for event chronic pelvic pain/ abdominal pain, anemia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder/urinary problems: vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: reporter details and laboratory data updated and patient demographics were added. Updated essure indication. On (B)(6) 2018, she explanted essure. Added events abdominal pain, anemia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, general abnormal bleeding, bladder/urinary problems: vaginal discharge. Updated event physical pain/ chronic pain pelvic (previously reported as physical pain), incident category, updated outcome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pelvic pain') in an adult female patient who had essure (batch no. 627750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, gastric ulcer, bacterial infection due to helicobacter pylori (h. Pylori), hypertension, uterine fibroid, adenomyosis, hemorrhagic cyst, left lower quadrant pain, hiatal hernia, uterine bleeding, multigravida, parity 2 and ovarian cyst. Concomitant products included alprazolam, alprazolam (xanax), aripiprazole, aripiprazole (abilify), hydrochlorothiazide, iron (iron complex), ketorolac tromethamine (nsaid-k), medroxyprogesterone, medroxyprogesterone acetate (depo provera), metronidazole (flagyl), paracetamol (acetaminophen), tranexamic acid (tranexamic) and vitamins nos (multivitamin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("chronic abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, anaemia and vaginal discharge had resolved and the vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, she implanted essure ((discrepancy noted as per ppf). She received treatment for event chronic pelvic pain/abdominal pain, anemia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding and vaginal discharge. Discrepancy noted on essure insertion date (B)(6) 2009, as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: essure device was successfully occluded. Bilateral occlusion. Pathology test: on (B)(6) 2018: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomy: cervix and endocervix, negative for dysplasia or atypia. Endometrial polyp, background weakly proliferative pattern endometrium, negative for atypia. Myometrium with extensive adenomyosis and leiomyomata, largest 2.5cm greatest extent. Bilateral fallopian tubes with physiologic changes, small benign paratubal cysts. Gross: anterior endometrium displays 0.8cm submucosal nodule, posterior 2.5cm submucosa nodule. Posterior endometrium is a 0.8-0.7 x 0.6cm tan-pink polyp attached at the right cornu. Sectioning myometrium reveals five well-circumscribed, tan-white, rubbery intramural nodules, 0.3- 0.6cm greatest dimension. Tan-pink, coarsely trabeculated myometrium 4.0cm thick anteriorly and 3.5cm posteriorly. Sectioning right and left fallopian tubes, proximal aspect each fallopian tube contain a coiled, metallic ligation device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, abdominal pain, pelvic pain, dysmenorrhea and anemia. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Lot number, expiration date, rcc and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pelvic pain') in an adult female patient who had essure (batch no. 627750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, gastric ulcer, bacterial infection due to helicobacter pylori (h. Pylori), hypertension, uterine fibroid, adenomyosis, hemorrhagic cyst, left lower quadrant pain, hiatal hernia, uterine bleeding, multigravida, parity 2 and ovarian cyst. Concomitant products included alprazolam, alprazolam (xanax), aripiprazole, aripiprazole (abilify), hydrochlorothiazide, iron (iron complex), ketorolac tromethamine (nsaid-k), medroxyprogesterone, medroxyprogesterone acetate (depo provera), metronidazole (flagyl), paracetamol (acetaminophen), tranexamic acid (tranexamic) and vitamins nos (multivitamin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("chronic abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, anaemia and vaginal discharge had resolved and the vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, she implanted essure ((discrepancy noted as per ppf). She received treatment for event chronic pelvic pain/ abdominal pain, anemia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding and vaginal discharge. Discrepancy noted on essure insertion date -(B)(6) 2009, as per mr 1 trailing coil at both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Bilateral occlusion.. Pathology test - on (B)(6) 2018: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomy: cervix and endocervix, negative for dysplasia or atypia. Endometrial polyp, background weakly proliferative pattern endometrium, negative for atypia. Myometrium with extensive adenomyosis and leiomyomata, largest 2.5cm greatest extent. Bilateral fallopian tubes with physiologic changes, small benign paratubal cysts. Gross: anterior endometrium displays 0.8cm submucosal nodule, posterior 2.5cm submucosa nodule. Posterior endometrium is a 0.8-0.7 x 0.6cm tan-pink polyp attached at the right cornu. Sectioning myometrium reveals five well-circumscribed, tan-white, rubbery intramural nodules, 0.3- 0.6cm greatest dimension. Tan-pink, coarsely trabeculated myometrium 4.0cm thick anteriorly and 3.5cm posteriorly. Sectioning right and left fallopian tubes, proximal aspect each fallopian tube contain a coiled, metallic ligation device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, abdominal pain, pelvic pain, dysmenorrhea and anemia. Lot number: 627750 manufacturing date: 2008-04 expiration date: 2010-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, gastric ulcer, bacterial infection due to helicobacter pylori (h. Pylori), hypertension, uterine fibroid, adenomyosis, hemorrhagic cyst, left lower quadrant pain, hiatal hernia, uterine bleeding, gravida ii, parity 2 and ovarian cyst. Concomitant products included alprazolam, alprazolam (xanax), aripiprazole, aripiprazole (abilify), hydrochlorothiazide, iron (iron complex), ketorolac tromethamine (nsaid-k), medroxyprogesterone, medroxyprogesterone acetate (depo provera), metronidazole (flagyl), paracetamol (acetaminophen), tranexamic acid (tranexamic) and vitamins nos (multivitamin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, anaemia and vaginal discharge had resolved and the vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015, she implanted essure ((discrepancy noted as per ppf). She received treatment for event chronic pelvic pain/ abdominal pain, anemia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomy: cervix and endocervix, negative for dysplasia or atypia. Endometrial polyp, background weakly proliferative pattern endometrium, negative for atypia. Myometrium with extensive adenomyosis and leiomyomata, largest 2.5cm greatest extent. Bilateral fallopian tubes with physiologic changes, small benign paratubal cysts. Gross: anterior endometrium displays 0.8cm submucosal nodule, posterior 2.5cm submucosa nodule. Posterior endometrium is a 0.8-0.7 x 0.6cm tan-pink polyp attached at the right cornu. Sectioning myometrium reveals five well-circumscribed, tan-white, rubbery intramural nodules, 0.3- 0.6cm greatest dimension. Tan-pink, coarsely trabeculated myometrium 4.0cm thick anteriorly and 3.5cm posteriorly. Sectioning right and left fallopian tubes, proximal aspect each fallopian tube contain a coiled, metallic ligation device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, abdominal pain, pelvic pain, dysmenorrhea and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: plaintiff fact sheet and medical record received. Events added: abnormal bleeding vaginal, vaginal infection. Event psych injury was replaced with depression and anxiety/mental anguish. Patient demographic information, product information details, other relevant history and lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.